Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. No damages or defects were observed that would result in the needle deploying early. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the device deployed.d4 - lot no changed from blank to pd1k11232131. Serial no changed from blank to (B)(6) expiration date changed from blank to( B)(6) unique identifier (UDI) # changed from (01)20385082000020 to (01)20385082000020(11)211123(17)230523(10)pd1k11232131(21)0660954. H4 - device mfg date changed from blank to 11/23/2021.